Event description:
Customer stated that both plunger arms are very loose and insulin does not exit. Customer is blind and did not notice until today. Stated that the pump has been "working strangely" for the last month.